Event description:
Home pt's (hp) caretaker contacted baxter's technical service center for assistance during hp's apd therapy. The hp had accidentally disconnected self from the patient line of the homechoice cassette. The caretaker discontinued therapy at the time of the call and resumed therapy with an entirely new set up. Follow up with the hp's caretaker indicated therapy was completed and no pt injury or medical intervention was reported.